Manufacturer narrative:
Based on the overall information currently available for this report, a possible contributing or causal role of the jada system for the need of additional treatments (antibiotics and blood products) to preclude permanent body damage/impairment cannot be excluded. Per the jada system IFU, "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding." And "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." Out of an abundance of caution, the company will report this case as a serious injury MDR.

Event description:
This ruby study subject in this case developed a fever following jada removal. The patient received antibiotics for treatment and the fever resolved. The subject of this report is a (B)(6) woman, race reported as white, first pregnancy with gestational hypertension during this pregnancy as significant medical history. On (B)(6) 2021, she presented in spontaneous labor at 35 weeks. On admission, her height was noted as 160 cm, (B)(6), bmi 32.03, and hemoglobin (hgb) 10.4 g/dl. Her hgb at discharge was noted at 8.3 g/dl. She received epidural anesthesia for vaginal delivery of twin infants (baby a 2070 g, baby b 2120 g) and fours of oxytocin at delivery of the placenta. The subject was noted to have postpartum hemorrhage (pph) related to uterine atony after her delivery. The crf noted "unknown" if there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this subject received misoprostol and methergine (1 dose). The cumulative blood loss prior to jada insertion was noted as unknown. Jada treatment was initiated on (B)(6) 2022, one hour after delivery of the placenta. The total in-dwelling time for jada was 1.5 hours and the total amount of blood collected in the canister during jada treatment was documented as unknown. The patient received two units of red blood cells after jada treatment. The total blood loss for this case was 1125 ml. The patient received intrapartum antibiotics for group b streptococcus and postpartum antibiotic (zosyn) was administered with the indication of "jada use". A note on the ruby crf stated, "patient with fever overnight following jada removal." To the question on the report asking, "did the patient experience a device or procedure related ae?", the answer was checked "yes". And "did the patient experience an sae, related or unrelated?", the answer was checked "no". The patient developed a fever on (B)(6) 2022, antibiotics were given, and the fever resolved on (B)(6) 2022. The site documented this as "not an sae" and as "mild" and "possibly related" to the jada device or procedure.